Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error. Customer's blood glucose value was unknown. The customer stated that they saw red cross on display. The customer stated that the insulin pump was dropped or bumped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be return for analysis.

Manufacturer narrative:
Open book / critical pump error after battery installation. The critical pump error was generated by software error per boot loader traces. The formatted history file confirmed software error (filenumber = 2005, linenumber = 5632) due to a software anomaly. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.